Event description:
The customer reported to olympus, camera head coupler was loose on the hd autoclavable camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered was moving even when it was locked, the coupler mount had a crack and the cable had cuts which caused it to leak. Furthermore, the ac plates and au ring had discoloring. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the telescope is moving although the coupler is locked due to the lock function of the coupler being broken. The specific root cause of the broken coupler could not be determined at this time. Cracks on the coupler mount, a cut on the cable, and discoloration of the plate and ring were also found; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.